Event description:
It was reported the doctor was using the drill bit in the case when the end of the drill bit broke off inside the patient. The doctor chose to leave the piece in and not try to get it out, due to the time constraint and effort that would be involved to get it out. The doctor said that she didn't believe it would affect the patient's outcome.

Manufacturer narrative:
One 6.4 mm drill (71631160) was returned of investigation. Visual inspection confirmed that the tip of the drill has broken off. The part that broke off was not returned and was reported to remain in the patient. Device history review did not show any reject or rework. Based on the available information, it was however not possible to determine a specific root cause for the fracture of the drill. Yet there is no indication that the drill did not match specifications at the time of manufacturing. No further investigation is warranted for this complaint.

Manufacturer narrative:
.